Manufacturer narrative:
Concomitant medical products: product ID a810 lot# serial# unknown, product type software, product ID neu_unknown_pump lot# serial# unknown, product type pump. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022, information was received from a manufacturer representative (rep), regarding a patient receiving sufentanil (200 mcg /ml, unknown dose) via an implantable pump. It was reported while the rep was attempting a back table prime, the telemetry was interrupted, per the physician, he requested the cancellation of the back table prime, to avoid the 19min process and it (the update) did not reach 100%. The communicator was removed from pump off of the back table, thereby interrupting proximal telemetry, the cancel option was then selected, did not totally complete. The rep thought the bolus was not infusing as evidenced by the red alert that populated on the tablet screen ~ ¿update interrupted¿. The screen shown next was the synchromed ii home screen. And handed the pump off the pump was either picked up off of the back table by the scrub tech or the physician handled the pump directly, I cannot recall. The rep was concerned about this and re-checked the pump status and the bolus was infusing. The rep stated they cancelled the bolus and 0.117 ml infused. The catheter was not cleared when the pump was implanted so the patient received a 23.4 mcg - 25 mcg bolus. Additional information was reviewed. No symptoms or patient complications reported. The cause of the interrupted telemetry was intentionally removing the communicator. The patient's status was requested. The rep reported that two hours post op event, the patient was "alert and oriented, room air, no overt signs of overdose, discharged home with narcan". An additional report stated the patient was doing great with no issues at all.